Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels. The customer¿s blood glucose level was 17 mmol/l and 25.05 mmol/l and 28.05 mmol/l. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.